Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently the device was explanted in (B)(6) 2015 (exact date not reported). The device has not been made available for analysis as of the date of this report, (B)(6) 2015.